Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: "the incidence of dissociated liners in 4,751 consecutive total hip arthroplasties using pinnacle polyethylene acetabular liners" eight separate polyethylene liner disassociations were identified, and each is reported separately for purposes of product complaint capture. This is patient 2, female, (B)(6) years old at primary surgery, and (B)(6) years old at revision for liner dissociation (60 months after primary). Reported liner-cup dissociation of a depuy enduron 28mm ID liner and pinnacle cup, with implant fracture of 4 of the 6 liner ards. There was wear deformity of the liner (ovoid shape), as well as metallosis identified, but minimal damage to the cup. There was an additional liner-cup dissociation following the revision at 22 months post first revision surgery.